Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection between the urine collection bag and the tube was broken.

Event description:
It was reported that the connection between the urine collection bag and the tube was broken.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Sample was evaluated and observed connecting part between urine meter and inlet tube was broken that allowed water to leak out. The exact cause of how and when the problem occurred could not be determined. However, there was an existing (B)(4) issued and documented to supplier for further investigation. A potential root cause for this failure could be defective / torn / broken components and also might be contributed by inappropriate material selection, inadequate solvent selection or improper mating dimensions. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.